Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and the patient also developed an infection that had pus coming from the infusion site (arm). The patient was was moved for the intensive care unit to treat the infection, which was described by the doctor as "desolate condition and with pus." The patient was treated, although details were not provided and was sent home. The pod was removed at the hospital.